Event description:
It was observed that during the device evaluation, the bronchovideoscope, image had occasional blackouts during angulation adjustments and burns on the plastic distal end cover/probe cover (c-cap). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection a root cause of the reportable malfunction could not be specified. Based on the results of the investigation, the image had blackouts during angulation adjustments and burns on the plastic distal end cover/probe cover (c-cap). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.